Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient developed "serious injury including pain and physical limitations."

Event description:
It was reported that on (B)(6) 2010 patient underwent the following surgery: placement of an anterior cervical plate c3-c6. To treat central cord syndrome with cervical stenosis c3-c6. On (B)(6) 2010 patient presented for a follow-up due to cervical myelopathy. He had multilevel cervical stenosis. Patient underwent x -rays which actually had a massive hardware failure. It looked like his superior graft at c4 had extruded. Impression: patient had a hardware failure. His plate had pulled out. It looked like he had an extrusion of his graft at c3-c4.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).